Event description:
Via email: patient had the catheter that was inside their body break off. Pieces had to be removed surgically at facility on (B)(6) 2019. No additional injury or harm noted. On (B)(6) 2019 customer response: on (B)(6) 2019 we had a patient that had the said pleurex catheter placed on (B)(6) 2018. The surgeon that placed the catheter on said date, went to remove the catheter in his office and some of the catheter was missing. Surgeon stated that on a scan (I am unsure if scan was seen before or after removal in office) that pieces were noted in subcutaneous tissue and in deep tissue. The catheter pieces were removed on (B)(6) 2019 in surgery.

Manufacturer narrative:
Pr (B)(4) follow up emdr for device evaluation. The failure mode was confirmed as broken tubing. The images attached show some kind of tearing in the tubing causing a piece of tubing to break off in the patient. The root cause could not be confirmed without knowledge of how the procedure was performed. The investigation was not able to identify any contribution from the factors noted above. Due to a lack of evidence and conclusion from the current complaint investigation, no probable root cause could be identified for this reported failure mode. Since the investigation was not able to identify a probable root cause based on the complaint results, no corrective and/or preventive actions are recommended at this time. However, a supplier quality notification was issued to martech and future occurrences will be tracked and trended.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Via email: patient had the catheter that was inside their body break off. Pieces had to be removed surgically at facility on (B)(6) 2019. No additional injury or harm noted. On 3-july-2019 customer response: on (B)(6) 2019 we had a patient that had the said pleurex catheter placed on (B)(6) 2018. The surgeon that placed the catheter on said date, went to remove the catheter in his office and some of the catheter was missing. Surgeon stated that on a scan (I am unsure if scan was seen before or after removal in office) that pieces were noted in subcutaneous tissue and in deep tissue. The catheter pieces were removed on (B)(6) 2019 in surgery.